Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "the device was set to 1.3cm throw and fired closer to 2cm (see pass 2 below). Passes 1 & 3 were fine. Between pass 2 and 3 the resident and staff verified the length, did not change anything with the device and used it again for pass 3 where it fired correctly at 1.3cm. This is a different staff and resident than the last misfire and now happened with an 18gx10cm. Images below (pass 2: fired too long; pass 3: fired correct length) happy to send unmarked images as well green arrow is the where the trough comes out white line is the length of fire pink arrows mark the proximal and distal ends of the target."

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. Five unopened samples were returned from the customer for review. One device was opened and inspected. No damage or irregularities were found. The device was test fired five times and functioned as designed. The remaining unopened devices will be tested during the failure investigation study. The complaint is confirmed. A failure investigation has been initiated to determine the root cause of this issue and implement any corrective actions needed. Additional information provided in h.3., h.6. And h.11.